Event description:
The customer reported the hd autoclavable camera head has fading image. In addition, a damage cable was noted. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event. This report is being submitted for the fading image issue.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, intermittent black image and broken cable were noted. In addition, non-water tightness was observed. The probable cause of the defects was due to normal wear and tear or customer's handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the image was not displayed because communication failure occurred due to the faulty cable (cut on the cable), and water likely entered the part and damaged the cable. A definitive root cause for the faulty cable could not be identified. Per the instructions: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.